Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 346mg/dl. The customer administered a correction bolus, and bgs dropped back down to 179mg/dl. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support discussed factors that can affect bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.